Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing/oversensing: 4 - ventricular nst<(><<)>=206 ms between (B)(4) 2013 19:12:09 and (B)(4) 2012 17:54:01. 5-lfp high rate-ns <(> <<)>= 212 ms average v-cycle on (B)(4) 2013 13:48:33 to 15:23:03. Alerts: 1 - patient alert for lead failure predictor on (B)(4) 2013 15:57:55. Concomitant products: 5568 implantable pacing lead - 2007 (B)(6); 4194 implantable pacing lead - 2007 (B)(6); 6984m implantable adaptor - 2012 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise and oversensing. The lead was determined to have experienced a clavicular crush, and was explanted and replaced. No patient complications have been reported as a result of this event.